Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of loss of connection is reportable based on loss of connection was found. No injury or medical intervention was reported.